Event description:
It was reported that the patient was undergoing generator replacement surgery, and high impedance was seen with the existing lead attached to the new generator. Three diagnostic tests were performed, which all resulted in high impedance. The lead was then revised, and the impedance was within normal limits. The surgeon did attempt to re-insert the lead into the generator multiple times, but high impedance was still present. Generator diagnostics were performed with the test pin, which confirmed functionality of the generator. The surgeon did not see any obvious fractures, but he believed there was a micro-fracture. The explanting facility discards product, so no analysis could be performed.